Event description:
A 4.0 mm diameter by 24 mm length driver stent delivery system was inserted for treatment of a lesion located in a proximal vein bypass graft to the 2nd obtuse marginal artery. The 80% stenotic lesion was predilated with ptca balloons prior to insertion of the stent delivery system. Upon attempting to deliver the driver, the stent dislodged in the coronary artery. The stent was unable to be deployed or retrieved from the pt. The target lesion was treated with a 3.0 mm x 24 mm driver stent. No add'l sequelae were reported. The cardiac cath lab report does not indicate the sequence of events leading to the stent dislodgement.